Event description:
Pt with history of traumatic arthritis of the right knee; status post meniscectomy and high tibial osteotomy. The pt had a total knee arthroplasty placed during 1986. He did well but developed excessive wear to the tibial poly component and underwent total knee revision. He presented with complaints of effusion and pain of the knee. The pt was taken to surgery for revision arthroplasty of the knee. At the time of arthrotomy intraoperatively, it was noted there was metal wear debris within the joint. All knee components were removed and replaced.